Manufacturer narrative:
Conclusion: device failure occurred & was not related to event.the complaint was reviewed. Photographic images were provided and reviewed. The product was not returned.

Event description:
Allegedly after one wash, reamers came back rusty.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete; however, a voluntary recall has been initiated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01046.